Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
On 2018-jan-10 arjo was notified about event involving sara stedy active lift. It was reported that while patient was in the bathroom on the lift, the device moved forward into the wall. The lift brakes were locked. As a consequence the patient bumped her head on the wall. Based on the information in complaint record, the patient sustained a head bump. The patient was not taken to the emergency room and was not hospitalized. According to information provided by customer, the patient became very diaphoretic and was placed on the portable oxygen and then back in the bed. The patient showed scratches bilaterally on her shins, denied pain and stated that she bumped her head lightly.

Manufacturer narrative:
On 2018-jan-10 arjohuntleigh was notified about an event involving sara stedy active lift. It was reported that while patient ((B)(6), female) was placed on the toilet utilizing sara stedy and the caregiver was attempting to take patient back to bed, the device moved forward into the wall. The customer facility representative stated that the lift brakes were locked during this use. As a consequence the patient bumped her head on the wall and sustained a head bump. The patient became very diaphoretic and was placed on the portable oxygen and then back in the bed. The patient showed scratches bilaterally on her shins, denied pain and stated that she bumped her head lightly. The patient was not taken to the emergency room and was not hospitalized. Information regarding resident condition assessment before the event was not available. The event occurred in bathroom (size 4x4 meters), which was described as wet type of environment. The floor in bathroom was level. The involved device had been taken out of use until the inspection of arjohuntleigh representative was arranged and carried out. On 2018-jan-12 the arjohuntleigh visited the facility to evaluate the device. According to inspection results lift was functioning normally, its condition was good and met the manufacturer's specification. The arjohuntleigh representative checked the lift's brakes and they were functioning correctly either with or without weight on the lift, so it was not possible to recreate the event. The castors were never changed, but they were found to be in satisfactory condition (without signs of wear). Therefore it was not necessary to replace castor assemblies or any other part and the unit was put back in service. Please note that the lift was tested on similar type of floor material as in the bathroom, where the event occurred. This sara stedy unit was not under the arjohuntleigh maintenance contract, but was serviced by facility's clinical engineers. The customer facility representative has stated that last device maintenance was performed in june 2017. Please note that according to facility's representative no part of the device was altered before the incident. The customer employees had the access to the instructions for use (001-12325-en rev. 3 issued in february 2014) for this device. The review of similar reportable events with the involvement of sara stedy in last 5 years, did not reveal any other case where it was indicated that lift moved on its own, when no brakes malfunction occurred. Please note that the sara stedy instructions for use folder (001-12325-en rev. 3 issued in february 2014) which was delivered to the customer with the claimed device provides correct procedures for device usage (incl. Patient transfers) and warnings, which should be followed by each device user. According to the user inspections section of the IFU the lift operator should: "make sure that all castors rotate freely and the rear brakes lock before every use". Also before every use the visual inspection of all external parts should be carried out: "the user must test all functions for correct operation to ensure that no damage has occurred during previous use." (P. 25). When user is going to perform transfer and assist to move the patient on the lift, the both castor brakes should be applied when lift is correctly positioned at the e.g. Chair or toilet (p. 15). When the patient is already properly positioned on the lift the brakes can be released to continue the transfer (p. 16). The also IFU informs user that (p. 10): "this mobile patient lift must be used by a caregiver trained with these instructions and qualified to work with the patient to be transferred and should never be used by patients on their own." "Before attempting a transfer, a clinical assessment of the patient's suitability for transfer should be carried out by a qualified health professional." "Avoid any impact during transfer." Based on the collected information and the caregiver statement, the brakes were locked when patient was placed on the toilet. Despite this fact the lift moved forward unexpected and unintended, which is not likely to occur, when brakes are applied. It was not specified by customer facility representative what was the position of lift in relation to the walls and how much the device moved. Please note that during evaluation the arjohuntleigh representative did not detect any malfunctions as the tested brakes functioned correctly and according to the manufacturer's specification. Therefore, the brakes may have been not locked or not locked properly, so when the patient attempted to stand device and moved as it was not immobilized. However, based on the received limited information it was not possible to confirm it. It should be underlined that sara stedy is designed, tested and certified according to standards by iso 10535:2006, article 5.4, which contains requirements for immobilizing device in mobile hoists. Based on the collected information the involved device failed to meet the manufacturer's specification as it is not intended to move when brakes are applied. At the time of event the device was used for treatment of the patient. This issue was reported due to information that the involved lift moved unintended and patient sustained injury.